Manufacturer narrative:
Failure analysis noted that the pump had blank display due to corroded all electronic assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that there was moisture damage on the insulin pump. The customer's blood glucose was 162 mg/dl at the time of incident. The customer stated that the pump was immersed in water when his canoe tipped over and the screen was now blank. He stated that the pump would not come back on and there was water underneath the display. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.